Event description:
It was rpeorted the device was used during an unknown procedure. It was reported the hp052 experienced lockout and using the test tip it still had lockout. There was no consequence to the pt.